Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
This report is for revision on (B)(6) 2025. In providing information for a revision of the patient's left knee on (B)(6) 2025, rep provided a usage sheet for a revision of the patient's left knee on (B)(6) 2025. Rep reported revision was due to limited rom. The surgeon originally planned to convert the knee to triathlon hinge, but opted to convert to a ts knee with stems and augments instead. Rep confirmed that no further information will be released by the hospital or surgeon.